Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection procedure, on the first firing, after the reload was connected into the handle they checked the opening and closing of the jaws, after that the surgeon approached the tissue, but the green button could not be press and they could not continue the firing. They replaced the reload and when they checked the opening and closing of the jaws, a crack sound was heard. They replaced again the handle and the procedure was completed with no issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments noted no abnormalities. Functionally, the first instrument was loaded with an articulating vascular/medium reload. During the firing cycle, a skip was audible in the instruments firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the instrument firing rack. Functional testing of the second instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.